Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the insulin gauge was inaccurate. During troubleshooting with tandem technical support, pump calculations determined that the insulin gauge reading was accurate. Customer had elevated blood glucose levels (297 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.